Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 5/9/2018. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual the lens was observed cut in two pieces; in addition loose particles were observed on the lens surface that could be related to handling of the product in non-sterile environment. Something that looks like a scratch was observed on the lens surface. The reported issue of cosmetic was verified. However, based on the condition in which the sample was received, it is no possible to determine that the reported issue is related to the manufacturing process. Based on the analysis there is no indications of a product quality deficiency. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was scratched and also noted to have a defect. The event was observed when inserting into the eye. The lens was removed from patient¿s operative eye without patient injury. No further information provided.